Manufacturer narrative:
Analysis determined the anchor migrated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. In regards to the "severe changes in stimulation", it was reported that the patient both lost and experienced a change in the stimulation. There was no problem with either the lead or the ins (the problem occurred after severe lead migration).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97792, lot# 0212587549, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had experienced ¿severe changes in stimulation.¿ the hcp investigated the issue and found their lead ¿had moved outside the anchoring system in the epidural space.¿ it was stated that ¿extreme lead migration¿ had occurred, whereby the lead had migrated approximately 15-20 cm. The patient was in the ¿post-surgery part after first implant and was very cautious¿ at the time of the issue. The patient¿s lead and anchoring were replaced as a result of the event and the issue was resolved. The patient underwent surgical intervention as a result of the event; the patient was alive with no injury at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.